Manufacturer narrative:
A ge service representative performed an on site investigation. The generator drive pcb was evaluated, replaced and calibrated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not expose. It was noted that the system displayed a saturation fault error. This may prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.